Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that during routine implantable pulse generator (ipg) replacement on date notified, pre -operative impedance measurements were normal. However, when the new ipg was connected, the impedance measurement between contacts 0 <(>&<)> 3 was 30 ohms, indicating a short circuit. The surgeon checked the extension insertion twice, with the short circuit persisting. The explanted ipg was then connected, which showed that the short was associated with the new ipg. A mew ipg was then implanted and all impedance were measured as normal, resolving the issue. No surgical intervention was planned or occurred, and there were no related patient symptoms. No further complications are anticipated.

Manufacturer narrative:
Analysis of the ins (serial no. (B)(4)) found the product to be functionally okay with no anomalies identified. Additional analysis results: product analysis #(B)(4): analysis information -- 2017-07-21 13:34:03 cst pli# 10, product ID# 37603 below is unedited, system generated text based on the analysis finding code(s) and test results. The returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.